Manufacturer narrative:
This report is submitted on october 26, 2017, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to excise granulated tissue around the abutment. The implanted device remains insitu.